Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, nerve encroachment, bone resorption, peri-implantitis, infection, pain, swelling, inflammation ((B)(6) are same patient).